Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, at the first use, the locking tab was broken off. Another corflo cubby low profile gastrostomy device was used to replace the broken locking tab. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.